Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation, as listed in the mini vision instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was complaining of chest pain on the (B)(6) was referred for catheterization during which the descending artery was found to have an ulcer distally and an occlusion in the middle third of the artery. Treatment was performed with aggrastat. The patient was brought back to the cath lab and partial reperfusion was noted in the artery. The 2.25 x 12 mm minivision stent was deployed at 16 atmospheres. No pre-dilatation was performed prior to stenting. On angiography a perforation was observed at the stent implantation site. Although the patient did not become hemodynamically unstable, the decision was made to reverse heparin (4000u pre-implantation). The stent delivery system balloon was inflated at the lesion for 20 minutes for successful treatment of the perforation. No additional information was provided.